Event description:
It was reported that post-op a laparoscopic adjustable band procedure; the surgeon could feel the tubing backing up at the port. The pt is waiting for re-scheduling to correct the tubing.

Manufacturer narrative:
(B)(4). (B)(4). Info is unavailable; device was not returned for eval. Device remains implanted.